Event description:
As reported by the study, during percutaneous coronary intervention (pci) of two lesions in the left anterior descending artery, two separate dissections occurred and were treated with additional stents.

Manufacturer narrative:
This patient presented to the cardiac catheterization unit with stable angina and 1-vessel disease was found. Pre-procedure medications included aspirin, clopidogrel, statins and ace-inhibitors. Intra-procedure medications included aspirin, clopidogrel, tirofiban and bivalirudin. Cardiac enzymes were not available. Pci was performed on an 80% de novo in the mid left anterior descending (lad) of 8 mm in length in a 2.7 mm vessel diameter. The (b2) eccentric lesion was characterized with an irregular contour and moderate calcification. The lesion was pre-dilated with a 2.5x8 mm balloon at 12 atmospheres (atm) before a 3.0x13 mm cypher select stent was deployed at 16 atm with satisfactory results. However, a dissection occurred and it was treated with a 2.5x13 mm stent and a 2.75x8 mm stent. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure. The residual diameter stenosis measured 0%. Intra-vascular ultrasound (ivus) was not done. Pci was performed next on a 70% de novo lesion in the distal lad of 18 mm in length in a 2.7 mm vessel diameter. The (b2) eccentric lesion was characterized with an irregular contour and moderate calcification. The lesion was pre-dilated with a 2.5x8 mm balloon at 12 atm before a 2.5x18 mm cypher select stent was deployed at 16 atm. During this procedure, a dissection occurred and it was treated with a 2.5x18 mm cypher stent. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure. The residual diameter stenosis measured 0%. Intra-vascular ultrasound (ivus) was not done. The patient was discharged on the following day. At 24 hours post-procedure, troponin was within normal limits. Medications included permanent aspirin, clopidogrel, statins and ace inhibitors. At 22 days later, at the 1-month telephone follow-up, the patient reported being asymptomatic. All medications remained the same and there were no adverse events reported. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two products associated with the reported events that were submitted under the following manufacturing numbers 9616099-2007-02233 and 9616099-2007-02234.